Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer postal code: 7860. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an easy spray device had a pressure issue; the device exceeded 34 pound per square inch (psi) when the range was 26 to 29 psi. This was observed during an inspection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the device was released may 2009. H11: the actual device was received for evaluation without the battery. Visual inspection was performed and the device was in a good state. The expected shelf life is 5 years; however, the device use was exceeded by 15 years. The product is expired; therefore further testing was not performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.